Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A ophthalmic surgeon reported poor aspiration during a procedure. The case was completed after reset by restoration. There was no harm to the pt.